Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors had a chip near the distal end, exposing the orange. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.049¿ - 0.044" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typical attributed to the user. Additionally, the instrument was found have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the monopolar curved scissors (mcs) (470179-19/k14220516 0055) associated with this event has been performed. Per logs, the monopolar curved scissors instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 2 uses remaining after the last use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.